Event description:
It was reported that during a low anterior resection procedure, the staples did not hold at all and fell off. There was no patient consequence. It was not reported how the case was completed.